Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-23215.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose on two occasions. He stated that the most recent occasion, there was an error on the insulin pump screen. The customer also reported high blood glucose due to the infusion set breaking by the reservoir. He did not provide further details about the hospitalizations. The insulin pump was not returned or replaced.